Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with vancomycin 1 gram stat intraperitoneally for the peritonitis event. On unreported date(s), the patient was treated with foam 1 gram every day intraperitoneally (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unknown date, the patient¿s peritoneal effluent was clear and the patient had recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.